Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq was reading inaccurately high, compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter issue first started sometime in (B)(6) 2016. The patient stopped using the meter at this point, and then started using it again in (B)(6) 2016. The patient reported on (B)(6) 2016 around 5 or 6 am, he obtained an alleged inaccurate high reading of ¿349 mg/dl¿ on the subject meter compared to ¿251 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for accuracy. The patient stated that he manages his diabetes with self-adjusted insulin. In response to the alleged inaccurate high result, he administered an extra 14 unit of novalog; he then alleges developing symptoms of ¿headaches, feet tingles and feeling weak¿ which he associated with a low blood glucose excursion. The emergency services (ems) were called and a blood glucose result of ¿25mg/dl¿ on the ems meter was obtained. In response to the symptoms the patient was treated with glucose fluids. The patient reported a similar incident on (B)(6) 2016. He is unable to remember what the exact blood glucose result obtained was, but in response to the alleged inaccurate high result he administered an extra 8 units of novalog and reported he felt the same as he had on (B)(6) 2016. On arrival the ems obtained a blood glucose result of ¿39 mg/dl¿ and the patient was treated with IV glucose. During troubleshooting, the csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open past their discard date and had not expired. The meter unit of measure was confirmed as accurate, the correct testing process was being followed, and the sample site used for testing confirmed as correct. The csr noted that the patient did not have control solution available to walk through a retest. The products were requested back and replacement products were sent to the patient. This complaint is being as a reportable event due to the following conclusion; the patient reportedly developed signs/symptoms that he associated with an acute metabolic distress from hypoglycemia after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter and was treated with intravenous glucose by a health care professional.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter and retained test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed